Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility¿s registered nurse (rn) reported that a fresenius 5008x bloodline leaked two and a half hours after the initiation of a patient¿s hemodialysis (hd) treatment. The machine, a fresenius 5008x machine, alarmed appropriately. A fresenius coral dialyzer was also in use. The leak originated from an unspecified connection. It was noted that the clamp on the medication port was slightly offset. It is unknown if there were any loose connections or issues noted during priming. It is unknown if there were any changes in pressure during treatment. There was no change in blood flow rate (bfr) during treatment. The patient¿s estimated blood loss (ebl) was approximately 200ml. The patient chose not to complete treatment following the incident. There was no patient serious injury or medical intervention required due to this event. The complaint device was reported to be available to be returned to the manufacturer for evaluation. It was reported that photos are available, but they have not been provided at this time.